Event description:
At approximately 7:30 am, the ventilator shut off by itself. The patient noticed before the vent shut down there was a noise in the turbine. When the technicians arrived at the home, they turned on the ventilator and found that the hw fault alarm on the vent came on. As they closely checked the machine, they noticed that a lot of the ventilation was very fast.